Manufacturer narrative:
On (B)(4) 2014, the field service engineer evaluated the instrument and replaced tubing with a cut in it through pinch valve (pv40) to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. Failure mode was identified: leak attributed to tubing with a cut in it through pv40. No erroneous results were generated for this event. The failure mode identified is likely to cause erroneous diff results due to improper drain of chambers. Evaluation of product labeling: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as a very small amount of fluid that leaked from the main diluter panel near valve (vl-40) and dripped onto the counter. Customer ran control materials and repeated samples to ensure that the results were correct. The leak was not confined to the analyzer. The operator was wearing personal protective equipment of gloves and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.